Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2018-essure confirmation test: other. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain(other)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salpingectomy bilateral),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pain had resolved. The reporter considered genital haemorrhage, pain and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet received: event injury was replaced by pain ,bleeding ,psych injury lab data added. Suspect drug coding updated and start and stop dates added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2018-essure confirmation test:other. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain(other)"), psychological trauma ("psych injury") and growth disorder ("growth"). The patient was treated with surgery (hyst. (Full),salpingectomy bilateral),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the genital haemorrhage and psychological trauma outcome was unknown and the pain and growth disorder had resolved. The reporter considered genital haemorrhage, growth disorder, pain and psychological trauma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: everything was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: aka name was added. Growth captured as a event. Previously outcome of event psych injury, bleeding was blank I added unknown. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. (B)(6)2018-essure confirmation test:other. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain(other)"), psychological trauma ("psych injury"), growth disorder ("growth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and staphylococcal infection ("mrsa"). The patient was treated with surgery (hyst. (Full),salpingectomy bilateral),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6)2007. At the time of the report, the genital haemorrhage, psychological trauma, female sexual dysfunction and staphylococcal infection outcome was unknown and the pain and growth disorder had resolved. The reporter considered female sexual dysfunction, genital haemorrhage, growth disorder, pain, psychological trauma and staphylococcal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2018: everything was normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received. Events apareunia & mrsa were added. Reporter & medical history added. Product, patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.